Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. A pump reset was attempted, but the issue persisted. Technical support decided to replace the pump, and the customer agreed to use multiple daily injections as a temporary backup method for insulin delivery.